Event description:
A hosp nurse mgr reported that five or six bronchial lavage samples were contaminated with pseudomonas. The first two or three were detected in 2001 and an add'l two or three cultured positive early the following month. Most pts were not treated with antibiotics and there were no signs or symptoms of pseudomonas infection. Antibiotic treatment was continued for pts infected prior to the procedure. Background: the facility initiated an investigation after the outbreak in 2001 and found that environmental cultures and samples of the steris system were negative. Steris reprocessing is not supported by olympus. An olympus microbiologist contacted the hosp infection control practitioner. The practitioner stated that the organism involved was pseudomonas aeruginosa and that all or most of the isolates had a similar antibiogram (set of antibiotic sensitivities). She reported that there were three endoscopes in the intensive care unit. Two lf-tp laryngoscopes cultured positive for pseudomonas aeruginosa at one time or another during the outbreaks. They were cleaned, reprocessed in the steris system, re-sampled and cultured. Both scopes cultured negative. As part of the investigation, the facility examined their reprocessing and storage protocol and based on the findings, implemented the following changes: 1. Scope storage was changed from horizontal to vertical storage for enhanced drainage. 2. Alcohol rinses and air drying procedures were added after scopes were reprocessed in the steris system. Since this lf-tp was more strongly implicated in the initial outbreak, it was sent to olympus for inspection. Steris reps were also contacted and agreed to perform reprocessing training for the staff. The practitioner suspected problems with reprocessing, especially when the scopes were used after normal working hours.